Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user was unable to authenticate when hitting sign in. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed that the customer was able to login successfully without any issue and no further investigation required for this device. The tss attached the knowledge article ¿es 1.6.1 local support user unable to authenticate to server application¿for customer reference. The system functioned as intended after the customer resolved the issue.